Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Bleeding occurred which was controlled by the application of manual pressure and a femostop device. An ultrasound was obtained and showed significant reduction in blood flow. The pt's distal pulses were monitored and noted to be decreased. As a result, the pt was taken to surgery for exploration. During surgery the collagen was identified as having been partially deployed in the artery. The angio-seal was removed and a thrombetomy and embolectomy were performed on the common femoral profunda femoral artery. As of 04/03/1998 there has been no further report of complication or pt sequelae made to the MFR.